Event description:
As reported, during an unspecified procedure in the bladder, the user opened the package of an ncircle tipless stone extractor, and found the basket handle was damaged. The device was returned to cook. Preliminary evaluation of the device, found that when the handle was actuated, the basket would not open/close. There was no indication of physical damage to the handle. The issue with this device was discovered prior to patient contact and the device was not used. The user changed to another same type device to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1 - name and address: street: (B)(6). Line 2: (B)(6). Postal code: (B)(6). Phone: (B)(6). E3 ¿ occupation: agent. G4 - PMA/510(k) #: exempt. H3 - device evaluated by manufacturer= other (code unspecified, describe in h10) (81) = device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report, once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Corrected information:h6: medical device problem code (annex a). Component code (annex g). Investigation evaluation: description of event: as reported, during an unspecified procedure in the bladder, the user opened the package of an ncircle tipless stone extractor, and found the basket handle was damaged. Preliminary evaluation of the device found that when the handle was actuated, the basket would not open/close. There was no indication of physical damage to the handle. The issue with this device was discovered prior to patient contact and the device was not used. The user changed to another same type device to complete the procedure. Attached photos show what appears the basket handle was broken. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. The returned ncircle tipless stone extractor was found to have a basket that did not function. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, provides the following information to the user: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.